Event description:
The complainant stated during a preventive maintenance check, he found that the left leg pulled out of the middle beam of the lift. A pt was not on the lift.

Manufacturer narrative:
The distributor replaced the complete middle beam to resolve issue.